Event description:
The manufacturer received information alleging a ventilator's display was unreadable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's backlight cable was reconnected to address the issue.